Manufacturer narrative:
No other adverse events have been reported and according to our resources, the leads remain implanted. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient stated that she can feel the lead wires as they protrude from her skin. No adverse patient effects were reported.